Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the proximal end of the stent stabilizer was found to be broken/fractured. The stent delivery catheter was found to be deformed and the stent was found to be deployed and intact. During the functional inspection an attempt was taken to advance the patency mandrel through the stent delivery catheter to measure ID; however significant resistance was noted, and the mandrel could not be advanced. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis results. The device failed to meet specification when returned for analysis. It was reported that, when reaching ica c5, big resistance was encountered and the stent could not pass the tortuous segment smoothly. During the delivery, the proximal of delivery wire was fractured and could not be used. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was severely tortuous. It is probable that the device was damaged during advancement through the patients anatomy, causing the reported event and damage noted to the device. An assignable cause of procedural factors will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and the stent stabilizer broken/fractured during use. An assignable cause of procedural factors is assigned to the analyzed device of the stent stabilizer broken/fractured during use, the stent delivery catheter deformed, and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure for left middle cerebral artery and internal carotid artery (ica) c5-7 severe stenosis, when delivering the subject stent to the ica c5, resistance was encountered and it was unable to pass the tortuous segment smoothly. This resulted in the proximal of the subject stent delivery wire fracturing. The subject device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that during a procedure for left middle cerebral artery and internal carotid artery (ica) c5-7 severe stenosis, when delivering the subject stent to the ica c5, resistance was encountered and it was unable to pass the tortuous segment smoothly. This resulted in the proximal of the subject stent delivery wire fracturing. The subject device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.